Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The table generator interface circuit board was replaced and the problem was remedied. The single board computer circuit board upgrade was installed in the attempt to make repairs, but was unsuccessful. The upgrade remained installed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 2800 uroview locked up and the table would not move. There was no adverse pt involvement reported. There was no pt information reported.